Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right internal jugular vein due to deep vein thrombosis (dvt), followed by unsuccessful percutaneous retrieval attempts on (B)(6) 2018 and (B)(6) 2019 and a successful percutaneous retrieval on (B)(6) 2019. Patient is alleging vena cava perforation. The patient further alleges fear and limited mobility. Implant report: "vessel accessed: right internal jugular vein." "The filter delivery sheath was advanced and the filter was deployed under fluoroscopic guidance." "Post placement venography: ¿ filter position: infrarenal ivc. Filter tilt: 15 degrees or less from the ivc axis". Retrieval report (attempted): "a venogram was performed, which demonstrates a filling defect along the left filter struts extending into the filter apex and along the filter hook. Findings are concerning for residual thrombus. Therefore, the filter was not retrieved." Report from CT (computed tomography): report from CT (computed tomography): "apparent extension of one of the ivc prongs to the pancreas though tenting of the venous wall can sometimes have this appearance even if the prong does not extend through the wall". Retrieval report (attempted): "ivc venogram demonstrates persistent residual clot along the apex and hook, improved from prior exam. Therefore, the filter was not retrieved." Retrieval report (successful): "ivus. Indications: persistent thrombus on 2 prior venograms. Findings: no residual thrombus involving filter". "The filter was captured, collapsed into the sheath, and removed in its entirety." "Forceps technique, to dissect and grasp the filter hook. Forceps inserted from internal jugular access used to dissect and retrieve the filter. Forceps inserted via femoral access used to guide retriever of filter. Post retrieval venography of the ivc was performed. Ivc patency post: patent. Additional findings: none".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g4, h4, h6. G4: 510(k) - k171712. Investigation: the following allegations have been investigated: thrombus, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding thrombus does not change the previous investigation results for blood clots. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation, blood clots, and difficult to retrieve. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog # and lot # are unknown, however, the alleged celect pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2018, and an attempted filter retrieval was performed approximately 2 months after receiving the implant which failed due to blood clots in and around the ivc filter. Approximately 9 months after receiving the filter implant, it was noted that one of the ivc filter prongs had perforated and extended beyond the ivc into the pancreatic uncinate. Another filter retrieval was attempted 1 year and 1 month after receiving the implant which failed due to blood clots in and around the ivc filter. The filter was successfully removed 9 days after this attempt. Hospital and medical records have been requested, but not yet provided.